Event description:
It was reported that after use of the device for a cardiopulmonary bypass procedure, a temp alarm occurred. The pt was no longer on bypass when the event occurred. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) was unable to duplicate the event. The fsr was able to verify a green light on the temp module and used calibrated temp probes to verify the temp module. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.